Event description:
After approx one week of iab therapy, alarms sounded and blood was noted in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred as a result of this event.